Event description:
It was reported by the hospital requesting assistance in removing a gamma nail from gamma jig as it was jammed.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.